Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens implant procedure, the patient experienced hazy vision, glare, dysphotopsia and a reduction of quality of vision. The iol was exchanged for another lens model and power five months following the initial implant procedure. It was reported the patient's quality of vision improved following the iol exchange. Additional information was requested and received.